Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a procedure performed on an unknown date. During preparation, debris floating around the inside of the sealed packaging was noted. It is unknown how the procedure was completed. No patient complications were reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the suspect device upn and lot number are not reported; therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a1802 captures the reportable event of packaging foreign matter.